Event description:
It was reported that in centrla processing, the black shaft of the schertel grasper instrument was noted to be cracked. The instrument was not used on a patient after the reported issue and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The schertel grasper instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument's main tube showed one small indentation with material removal, which measured about 0.017 x 0/015. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal could likely cause or contribute to an adverse event, if the malfunction were to recur.